Event description:
Patient was seen in the office for vaginal drainage, and on examination there was concern for a foreign body. Patient was taken to the operation room for exam under anesthesia. Vaginal cuff abscess/separation was noted, and within it a small portion (1-2cm) of an ir [interventional radiology] drain was noted. This was easily removed and sent to pathology for confirmation. Patient required a laparoscopy and vaginal cuff repair, without long-term consequences expected.